Event description:
On (B)(6) 2012, my father was admitted into the hospital for c-diff. A couple of days earlier, the doctor decided to flush his system through dialysis. Within minutes of dialysis treatment his oxygen level dropped to a critical level and he was then placed in the critical care unit. When we were allowed to see him, he had a b-pap mask on for low oxygen. We never realized until (B)(6) 2012 that he was having a reaction to the treatment, when we were told that there had been a class action suit with heparin and bolus pump. I have been trying to find a lawyer that would file a case of discovery or repose, but have not found one as of date. From what we understand the time of discovery is when the case should be filed. With time moving fast, we would like and appreciate if we could be put in contact with someone that would take this case. We have since received all his medical records and they show he was administered this medication. Looking back after realizing the problems that came about with each dialysis treatment was due to faulty equipment. My father later passed from what is stated in his medical records as natural causes and other complications. The family was informed that he had become septic. His records also stated that upon being admitted to the hospital that my father was a (B)(6) black male who presented to the hospital service with a history of clostridium difficile and subsequently died from complications related to this and other problems. With the last dialysis treatment he suffered cardiac arrest and never responded to us again and later died.